Event description:
Consumer stated: I purchased the (B)(4) instead of (B)(4) toothbrush for the first time and was highly disappointed. After using the brush for 3 days the plastic pieces in between the bristles started to break off, while I was brushing my teeth. No consumer contact info provided, product not returned.